Event description:
It was reported an issue with optilene suture. The client reported that during the operation, the surgeon noticed that the suture was delaminated. The suture was immediately replaced by another. Department, ward: cardiology. Additional information has not been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed samples for analysis. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): (B)(4)). We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): (B)(4)). Sewing test on artificial skin tissue has been conducted with the closed samples received and splitting does not appear when pulling the thread through the tissue. Visual appearance is the usual one (before and after sewing test). We have not found splitting on thread surface on the closed samples received before and after performing tests. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.